Event description:
It was reported that the 7700 system is overheating giving an error message and it shuts down. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the x-ray tube (mono-block). The customer decided not to repair this system. No further info. If add'l info is provided, it will be reported as required.